Manufacturer narrative:
The subject device was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined.based on the fact that the physician pushed the migrated stent into the constricted area during retrieval with a snare or basket forceps, it is presumed as a cause of the failure on retrieval. There is the following description in the instruction manual. After placing the stent in the duct, closely monitor the condition of the patient. Also, periodically check the condition of the stent (to see if the lumen of the stent is not clogged, and if there are four side flaps in the side of the duodenum, etc.) And the condition of implantation of the stent (to see if the position of the stent has not changed). In case of irregularities or unnecessary retention of the stent, remove the stent using grasping forceps. If necessary, periodically exchange the stent. The stent may deteriorate over time and could become clogged. The status of the stent can change with the condition of the patient (e.g., inflammation, remittance of biliary tract stenosis etc.). The stent may deteriorate over time, causing the side flap to break or detach completely (reports have been received on side flaps coming off several months after placement). Deterioration or damage to the stent may result in erosion of the duodenal wall, biliary tract obstruction, detachment of the stent part migrating into the duct or out of the papilla, mucous membrane damage, perforation, or bleeding. When the stent in the duodenal side is damaged and fragments such as flaps come off inside the duodenum, use grasping forceps for retrieval. Also for what remained in the bile duct side, use grasping forceps for retrieval or replace it with a new one.

Event description:
Olympus medical systems corp. (Omsc) performed a MDR retrospective review and found that this report was required. During a procedure replacing a biliary drainage stent placed for 3 months, it was found migrated into the common bile duct. The physician attempted to retrieve the stent with a snare or basket forceps, but failed because it had been pushed into a constricted area. The intended procedure was aborted and ended in placing another tube stent along the migrated stent. Retrieval of the migrated stent was attempted at a later date but failed. The patient's condition is stable.